Manufacturer narrative:
According to the investigation of the log and enhanced information, the reported event could be confirmed. Root cause was a defective touch screen of the v500 device. No patient harm was reported. The dräger service technician replaced touchscreen which fixed the issue. It was confirmed that the device is operating per manufacturer¿s specification after repair. The running ventilation is not affected by cockpit failure like touch screen issues. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display and the user can see the on-going ventilation. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
Touch screen not functioning. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Touch screen not functioning. The device has no UDI as an UDI was not required at the time the device was manufactured.